Event description:
Received information stating that during patient use, ventilator smoked. Patient was transferred to a second ventilator.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.